Event description:
It was reported that the device did not detect when the cassette was locked. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. Upon further investigation the pump time and date was found to be off, and voltage to be low on the internal battery. The printed wire assembly (pwa) was replaced the address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.